Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed battery test. Customer's blood glucose level was 280 mg/dl. Customer was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol and to insert a new battery. Customer received failed battery test. Customer was advised to perform self test and not allow self test when pushing act button. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.